Event description:
It was reported that the right ventricular lead exhibited a defibrillation impedance issue. The lead was capped on (B)(6) 2023 and successfully replaced. Further information was requested, but not yet available.

Manufacturer narrative:
Correction: this report is to retract 2017865-2023-10527 submitted on (B)(6) 2023. The report was erroneously submitted as the event was already reported in 2017865-2023-10558.